Manufacturer narrative:
(B)(4). D10: medical product: nexgen cruciate retaining (cr) pegged tibial component precoat size 6: catalog#00597004502, lot#ni; nexgen femoral component precoat size g left: catalog#00597001701, lot#ni; nexgen all poly petella standard cemented size 35 mm diameter 9.0 mm thickness: catalog#00597206535, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total knee arthroplasty. Approximately twenty-four (24) years post-implantation, the patient began to experience pain and swelling. During the revision, the poly liner was found in the suprapatellar area with metallosis debris encountered throughout the joint. Extensive debridement was performed to remove the metal debris. The tibial baseplate was found to be fractured with significant osteolytic changes underneath the plate. Damage to the patellar tendon at the tibial junction was also noted and a small tendon tear was repaired prior to closure. All components were revised without complications.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: abundant metallosis, the poly liner found in the suprapatellar area, the corner of the baseplate was fractured and the tibia had significant osteolytic changes. Some damage to the patellar tendon at the junction with the tibia. All components were revised without complications identified. Reported event was unable to be confirmed. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.